Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: medtronic launcher 7f; stent: 4.0 x 12 mm xience v. Evaluation summary: evaluation of the returned nc trek dilatation catheter noted blood in the guide wire lumen and on the outer member and balloon. There was contrast in the inflation lumen. This is consistent with preparation and advancement into the body. The balloon had relaxed folds, suggesting the balloon had been inflated. The total catheter length was measured and met manufacturing criteria. Using a new guiding catheter, the balloon catheter was advanced and then inflated to 14 atmospheres. Negative was pulled, the balloon deflated completely into folds, and the balloon catheter was able to be removed from the guiding catheter without any resistance. Using a mixture of gastrografin and colored water, the deflation times were measured and met manufacturing criteria. The balloon deflated completely and refolded each time; therefore, the complaint could not be confirmed. The inflation device and guiding catheter used in the procedure were not returned; therefore, it is not known how these may have contributed to the reported difficulties. In this case, a conclusive cause could be determined for the difficulties experienced. Factors that may contribute to difficulty deflating the balloon include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents. This suggests that there are no lot specific product quality deficiencies. All dilatation catheters are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Event description:
It was reported that the 4.5 x 08 mm nc trek balloon was used to successfully post-dilate a 4.0 x 12 mm xience v stent in the proximal left anterior descending artery. The balloon was inflated 1 time to 12 atmospheres. When the nc trek catheter was removed from the patient, it was noted that the balloon was still partially inflated. It was reported that although there was slight resistance when the nc trek catheter was being withdrawn through the guide catheter, the physician felt this was not an issue. The procedure was uneventful, with good patient outcome. There was no significant delay in procedure and no adverse patient effects. The final patient outcome was good. No additional information was provided.